Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: level b investigation. - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 4th related complaint for needle shield does not detach as intended and the 2nd related complaint for needle hub separates on lot # 9112598. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9112598. All inspections and challenges were performed per the applicable operations qc specifications except as noted below. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: as no samples and/or photo(s) were received the investigation concluded: - unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned based on the above, no additional investigation and no CAPA is required at this time root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that 3 syringe 0.3ml 30ga 1/2in uf experienced hub separation from the device during use. The following information was provided by the initial reporter: material no. 328431 batch no. 9112598. Verbatim: item 328431, lot # 9112598, letter received from pet owner. I am contacting you to express a concern in quality of insulin syringes, 12.7, 3/10ml, 1/2"x30g purchased in january at a distributor. I use these syringes for my diabetic dog. I have used them for over one and a half years. Previously, the distributor was ordering a cheap quality syringe from korea. I requested a better quality because those syringes would break easily. Your bd syringes are double the cost of the cheap quality ones. This is the first box I have had issues with. The orange cap on a good 8 syringes was stuck. On 3 syringes when I pulled off the orange cap the whole head of the syringe came off. I just felt your company needed to know that this batch was not well made. Lot #: 9112598, catalog#: 328431, date of event: unknown.